Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands. The peritonitis was manifested by cloudy pd fluid. On the same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day, the patient began treatment with intraperitoneal (ip) injection fortum (1gram, once a day) and ip injection vancomycin (1gram, every fifth day) for peritonitis. The patient was discharged from the hospital nine days after admission. Antibiotic therapy was discontinued 16 days after initiation and the same day pd therapy was discontinued, the pd catheter was removed and the patient was moved to hemodialysis twice a week. At the time of this report the patient was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.